Manufacturer narrative:
The pod was received fully deployed. Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The cause of the communication error could not be determined. The pod was received with a portion of the soft cannula torn off spanning both the internal and external regions. The timing and cause of the damage cannot be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.1. Cgm sensor type: g6.

Event description:
It was reported the patients blood glucose level rose over 250 mg/dl while wearing the pod between 4 and 24 hours.